Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). Additional device info: the product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   A review of all batch record documents was performed for potentially associated lot numbers h13i25011, h13j04064, h13k04070, h13l02031, and h14d04040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with cefepime (3 times per week, dose and route not reported) for peritonitis and was ongoing at the time of this report. Approximately a month later, the patient¿s pd catheter was removed and replaced. The patient¿s outcome was ongoing and improving at the time of this report. Dianeal therapy was ongoing. No additional information is available. This is report 5 of 5.